Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced and reloaded the complementary metal oxide semiconductor. The system was tested and found to be working as intended and put back in service.